Event description:
Additional information received reported the rep had worked with the patient over the phone and was going to see the patient on (B)(6) 2014 for reprogramming.

Event description:
It was reported that a patient couldn¿t get the right side to work. It was stated that this was the second time he has had this same problem, the patient ¿didn¿t remember but guessed it was a few weeks ago.¿ it was stated that the left side worked great but the patient couldn¿t get the right side to do anything. The patient initially reported that this issue had been going on for about 3-4 months, but then stated it had been going on for about a month. It was stated that it ¿would work and then it wouldn¿t work.¿ the patient stated that he called the manufacturer¿s representative (rep) about this issue a few weeks ago and the rep was able to get the right side to work over the phone, and now right side hasn't worked for a week now. The patient stated that ¿he can't the pulse on the right side to come up.¿ the patient stated that he didn't need to meet for programming; he just needed to have the rep call him and fix this issue like he did the last time. The patient stated he didn¿t call the healthcare professional (hcp) to arrange to see the rep, he just called him directly, but he lost the number. It was noted that there were two reps that work out of the patient¿s area. It was noted that the patient was able to synch with the implantable neurostimulator (ins) and verified stimulation was on program 1, which was for his right side. The patient stated he has tried increasing stimulation to see if that would provide stimulation on right side, but it did not. The rep stated that they had already spoken to the patient and were in the process of setting an appointment for reprogramming.

Manufacturer narrative:
Concomitant medical products : product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 9775,4 serial# (B)(4), product type: recharger. Product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).